Manufacturer narrative:
(B)(4)

Event description:
A sensor (serial number (B)(4)/lot number 5203019) was returned for evaluation a visual inspection was performed and the sensor wire was detached from the sensor pod and housing puck. The reported event of a detached sensor wire was confirmed. A root cause could not be determined; however, if it unknown if the returned sensor is the complaint sensor.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.